Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one labeled winding former with one needle-suture that pertains to product code sxpp1a405 were received for evaluation. During the visual assessment of the needle suture, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids, damage at some barbs were noted and both sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photo shows a needle/suture undispensed winding former labeled with product code sxpp1a405, image is not clear to determine failure mode or reported condition. Based on the photo review, the event described is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2022 and barbed suture was used. The fixation feature was found detached during surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested